Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due to a diopter mix-up between two lots. The patient reportedly is doing fine and has returned for follow up. The patient indicated they prefer to try spectacles to correct their vision for now.

Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR) labeling pouches between the two totes of impacted lenses on an in-process storage rack.